Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Additional events for this patient reported on medwatch numbers 1825034-2016-01456 & 02035.

Event description:
It was reported that patient underwent a hip revision procedure approximately ten (10) years post-implantation due to poly wear.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01456 / 01457).

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown side on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2011 due to unknown reasons. The patient was further revised on (B)(6) 2016 due to a fractured liner.